Manufacturer narrative:
An event regarding loosening involving an unknown accolade tmzf stem was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were returned or made available for review. Device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed, further information is needed.

Event description:
It was reported that there was a revision of the accolade tmzf for loosening.

Event description:
It was reported that there was a revision of the accolade tmzf for loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the hospital kept it. Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf. Additional information has been requested and if received, will be provided in the supplemental report.